Event description:
Bilateral patient. Litigation alleges that patient suffered severe and debilitating residual pain, partial and/or complete lack of mobility, swelling, severe soreness, and inflammation and damage to surrounding bone and tissue. Additionally, it is alleged that patient died due to implantation of the hip implants.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Type of reportable event. The wrong box was checked inadvertently on the initial emdr. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.